Event description:
It was reported that a system error 2240 alarm (air in tubing) occurred on the homechoice during dwell three of six. The home patient (hp) had improperly disconencted from the set up and had reconnected. The technical service representative (tsr) explained the alarm and had the hp close all the clamps and then cycle the power to clear the alarm. The tsr advised the hp to start over with new supplies. There was no serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 where the home patient improperly disconnected from the set up and reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during and returning to therapy after disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.